Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 259 mg/dl.